Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that patient had a seizure on (B)(6) 2013. On date of report (two days later), a dye study and a spiral CT were being performed to check the catheter for any problems that may have caused the seizure. Lioresal (baclofen) was the medication in the pump. It was reported that the hcp aspirated the pump contents of 5 milliliters than injected 2 milliliters of contrast. The patient than was sent for a spiral CT scan to check integrity of the catheter and the connection of the tubing. A priming bolus was given to the patient. The healthcare provider did not know the reason for the CT scan or patient¿s symptoms. No other information was provided at the time of report. The reporter indicated that the pump was refilled after CT scan. Additional information has been requested, but was not available as of the date of this report.